Manufacturer narrative:
G4:12mar2021. B4:16mar2021. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #:2031642-2021-00057 was submitted. Please refer to that MFR for full filing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2020. Date of this report: (B)(6)2021.

Event description:
It was reported to philips that the device had a primary alarm failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.